Event description:
The user facility reported a 84-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the patient was unable to be weaned from the device, due to unstable vitals resulting in increased vasopressor support. Due to the patient being baseline anemia, 1unit of packed red blood cells (prbcs) was transfused. The left leg was noted to be cold without a palpable or doppler pulse.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events: acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported limb ischemia and access site bleeding issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.